Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as "residue" was coming out of a bd syringe luer-lok¿ tip prior to use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: two open packaged 10ml syringes confirmed to be from batch #7275933 and batch # 7275875 (p/n 302995) and one loose 10ml assembled syringe from unidentified batch # were received by bd canaan and. The samples were visually evaluated. The syringe from batch #7275933 and unidentified batch # were found to have excess silicone in the fluid path. The silicone was stringing from the barrel roof to the stopper surface and pooling around the stopper. The syringe from batch #7275875 was found to have normal silicone content as expected for this product per specification. Excess silicone is a rejectable condition at bd canaan. DHR review for batch 7275933 (p/n 302995): manufacturing dates: 10/27/2017 to 10/28/2017. Batch quantity was 504,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7275933 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7275875 (p/n 302995): manufacturing dates: 09/23/2017 to 10/06/2017. Batch quantity was 504,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7275875 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Bd canaan was able to confirm the customer's indicated failure for batch #7275933. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Based on the investigation results to date, root cause could not be determined. CAPA not required based on severity and occurrence level defined for this complaint.